Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be jumping. Review of the pump data logs by tandem technical support confirmed the battery fluctuations. The customer's blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.